Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The reported event was unable to be confirmed as no x-rays or medical records were provided. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number of the product were not communicated. 2 other complaints on bone fracture have been recorded for the advantage brand within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that an overweight patient underwent a hip surgery with implantation of gamma nail device. On (B)(6) 2016, patient underwent a procedure of gamma nailing removal due to gamma nailing failure and total hip arthroplasty. One and a half year after the total hip arthroplasty the patient suffered from obturator frame fracture. This issue was resolved by functional treatment (patient immobilization with no medical or surgical treatment). No additional patient consequences were reported.